Event description:
Patient was treated for single level acute vertebral fracture(no pre-operative antibiotics were used) & discharged the following day without incident, reporting good pain relief. Patient returned 3 days later with a fever. The patient was found to have staphylococcus and/or osteomyelitis aureus and was started on antibiotics; the patient required follow-up surgical intervention. The mesh was removed and discarded.